Event description:
It was reported that, "the pt is enrolled in the (B)(4) sponsored study. The site reported on a crf that the pt experienced bursitis post-op and it was uncertain if it was related to the device. The pt was administered a depo-medrol injection on (B)(6) 2009, and the event was considered resolved as of (B)(6) 2009. This event was discovered during a review of data reports."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.